Event description:
It was reported that pressing the balloon allowed the water to drain out from foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received a 3-way temperature sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Verified material number 119314 and manufacturing lot number ngjy4782. Visual inspection noted no obvious observations. During testing, the catheter balloon inflated with 10 ml of methylene blue solution using the returned syringe and the catheter was allowed to rest with no observed leaks. Balloon was asymmetrical, 20:80. Balloon passively deflated in 2 min 27 sec and no cuffing noted. This is within specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that pressing the balloon allowed the water to drain out from foley catheter. Per the notification received from the investigator on 10feb2026, it was reported that the balloon had been asymmetrical (20:80). This had been found during the sample evaluation conducted on 05jan2026.